Event description:
During an initial implant procedure on (B)(6) 2023, it was noted that the right ventricular (rv) lead had no sensing. Upon trying to reposition the rv lead, the physician encountered difficulties trying to extend the helix. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.